Event description:
Reporter stated that patient's blood glucose measured 311 mg/dl at 10:30 pm. Based on this value, patient reportedly delivered 13 or 14 units of humalog. Four hours later, patient awoke exhibiting symptoms of low blood glucose. Reporter indicated that she attempted to test patient's blood glucose, using the suspect device, and the device generated an error message ("meter not responding"). Reporter phoned emergency medical services for assistance and upon their arrival, an unspecified time later, patient's blood glucose measured 40 mg/dl (on paramedics' device). Reporter stated that pt was treated with a tube of glucose and was transported to the hosp for add'l treatment. Pt reportedly remained at the hosp for 3 hours. Prior to discharge, pt's blood glucose measured 131 mg/dl on a hospital device. Technical support requested the return of the suspect product and replacement product was shipped.